Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), customer response updates and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified. Based on the investigation results, the probable causes can be due to application of the excessive force to the output socket while an endoscope is connected to the subject device could have caused failure in the locking mechanism of the output socket. The user might have forcibly hit the distal end of the light guide of the output socket or might have inserted the endoscope in a slanting position. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Never apply excessive force to connectors. This could damage the connectors. Olympus will continue to monitor complaints for this device.

Event description:
Additional information on the event reported : customer stated the connections were checked and found to be secured, no error message, and that the setting screen and color bar image were not displayed but only the camera image. No other information provided.

Manufacturer narrative:
The device referenced in this report has been received by olympus for evaluation. The device was tested and inspected with our tests scopes and video processor (cv-190, cf-hq190l, gif-h180, ltf¿s190-5), the image was stabilized and normal, brightness is ok, light control is functioning ok. We were unable to confirm the users report. Evaluation found a bad scope socket, locking mechanism not protecting the pins. The investigation is in progress. The definitive cause of the customer's experience can not be determined at this time. This report will be updated upon completion of the investigation or when additional relevant information is provided.

Event description:
It is reported while preparing for an unspecified diagnostic procedure using an evis exera iii xenon light, part of the image blacked out. There was no patient involved in this event.